Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee arthroscopy and cleaning operation, after half an hour the dyonics power had poor contact of the power system, device was suddenly running without operation. The procedure was completed with a non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Health effect - impact code updated. H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was an isolated event. An analysis of the customer provided video shows a handpiece connected to a dyonics power control unit. The handpiece is running continuously without any physical operation of a button or a footswitch. The complaint was confirmed and the root cause was associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a defective system controller pcb. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.